Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight and crease fold. A microscopic analysis was performed which identified: one broken sharp and stress marks, near of the broken site, this condition was called surgical impact, and one broken smooth on the anterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp broken on the posterior assessed as surgical impact. Broken smooth on the posterior assessed as smooth opening. No delamination was observed.

Event description:
Healthcare professional additionally reported right side "delaminated". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.